Event description:
It was reported via email that the customer's insulin pump had condensation inside the screen and unexplained no delivery alerts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.